Manufacturer narrative:
The device will not be returned for eval.

Event description:
It was reported that a stryker sagittal saw leaked oil into the surgical site during a procedure. The oil was successfully cleaned out, no med treatment was provided as a result of the event; no further incident was reported. According to the initial reporter, the device had been oiled during the sterilization process. Stryker care instructions warn against oiling the device. The device was cleaned and put back into circulation and will not be returned for eval.